Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6. Corrected information added to h6 problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the presumable and definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source lamp malfunctions and there were some overheating issues. The issue occurred during an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.